Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist rebooted the device and the customer confirmed to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was in disconnected mode and on critical override. The customer stated that the nurses could not view the medication orders in pyxis properly on the device, which led to delays in patient care. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.